Manufacturer narrative:
The instrument was returned and evaluated by failure analysis (fa). The instrument was found to have a broken grip cable at the distal idlers. A cable segment was observed to be sticking out at the instrument's wrist. The idler pulley was able to spin freely and was not damaged. The other cables of the instrument's wrist did not exhibit any damage. The instrument was also found to have scratches on the surface of the distal pulley. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument was found to have a broken grip cable. However, there is no indication that the patient was harmed or injured because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff found a wire sticking out at the working end of the mega suturecut needle driver instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.